Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. During an infusion of cetuximab (100 mg/20 ml/vial), the 3m tape around the filter vent was found wetted out. There was no harm to the patient and there was no chemotherapy exposure to patient or healthcare provider. There was no impact to patient or healthcare provider. The chemo spill was cleaned per facility protocol; however, it is unknown if a spill kit was used.